Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n (B)(6) found there was an intermittent telemetry link which was traced to the hybrid circuit board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturing representative (rep) is not able to connect to the right implantable neurostimulator (ins) today via the clinician tablet or patient programmer. Technical services reviewed to do hard power down of the tablet and power cycle the ctm to break the connection to the left ins. Technical services also reviewed to remove links on the handset and link both devices again. Rep indicated that they had walked spouse through that over the phone a couple of days ago and they were able to connect to both implants. Rep was going to work on powering down the tablet and ctm and try connecting again. No symptoms were reported. Additional information was received from a healthcare provider (hcp) who reported a patient with a history of abnormal balance, cognitive impairment, and parkinson¿s disease was seen on (B)(6) 2024. They were seen because during a regular appointment they were unable to connect to the right neurostimulator (there were no issues with the one on the left). It was noted that after troubleshoo ting it was determined a software issue was the cause and they therefore recommended replacement and operative exploration. During the appointment the patient was alert, oriented, normal motor abilities, and was overall steady. Right battery system exploration with possible revision took place on february 16, 2024 due to a right implantable pulse generator malfunction. During surgery the neurostimulator was unable to communicate with the programmer. The battery was replaced and impedance testing was performed with no issues, and there were no issues connecting.

Manufacturer narrative:
Section d10 references: product ID b35200 lot# serial# (B)(6) product type implantable neurostimulator. H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.